Manufacturer narrative:
The reported event of back up mode following MRI was confirmed. The device was not returned for analysis, however, abbott technical support did review session records. Based on the information received, the device event is consistent with the device entering power on reset (por) due to the MRI settings not being enabled by the user prior to MRI. The instructions for use (IFU) for this product include instructions indicating device programming is required for safe scanning and MRI settings must be enabled before start of scan.

Event description:
During an in clinic follow-up, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient did not experience any adverse health consequences.